Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath identified a loss of fluid and pressure during functional evaluation. Inspection of the hemostatic valves identified the internal valve to be torn on the inner face by the center slit and confirmed to be the cause of the failure during analysis and the primary cause of the allegation for this event.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A farawave catheter was inserted into the faradrive sheath, and aspiration of the sheath was performed. During aspiration of the sheath, continuous air ingress was observed through the sheath flush port. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A farawave catheter was inserted into the faradrive sheath, and aspiration of the sheath was performed. During aspiration of the sheath, continuous air ingress was observed through the sheath flush port. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.